Manufacturer narrative:
The pump data was reviewed by tandem technical support and no device issues related to insulin delivery were observed. The contact was informed of the findings. On (B)(6) 2017, the customer reported that the bg level has been good and there were no further issues with the pump. Reportedly, the customer had not been removing the air during the loading process. The customer thought that by doing the air extraction now, this may have helped with the bg level. Per the user guide: always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (254 mg/dl) during and after meals. Multiple correction boluses via the pump were needed in order to address the high bg levels. The cause of the high bg was not known. The bg was currently "good". As the customer was not currently experiencing a high bg, tandem technical support advised the customer to discuss the high bg events with a healthcare provider.